Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 15.4 mmol/l at the time of the incident. The customer reported the o ring had cracked and fallen off two weeks ago. The customer did not troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump was received with missing reservoir tube retainer, missing reservoir tube o-ring, reservoir unable to lock in place, scratched case, minor scratched lcd window and damaged keypad overlay texture. Unit passed rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform occlusion test or displacement test due to missing reservoir tube retainer.